Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: did the device staple? No. Was the staple line complete? No. Were there any staples missing from the staple line? No. Were the staples deployed into the tissue? No. Were the staples seen in the surgical field? Not seen. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? No. If the device fully cut, were both tissue donuts present? No. If the device fully cut, were both donuts complete? No. How many counter-clockwise revolutions were used to open the device? 2 full. How was it confirmed that the anvil was free from the tissue prior to removing? While removing. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Who fired the device? Dr. (B)(6). Who removed the device? Dr. (B)(6). Was the safety reset prior to removal? Yes. What was the users experience with the device? More than 30 cases. Was there any patient consequence as a result of the procedure being prolonged? No. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an anterior resection, the doctor was using the cdh29a, and it misfired. The surgery was delayed by an unknown amount of time. The procedure was successfully completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) date sent: 04/13/2022 d4: batch # u5fa5j additional information was requested, and the following was received: 1. Could you please provide more details for "cdh29a has misfired"? - yes 2. Where within the gap setting scale was the orange indicator prior to firing? -yes 3. What confirmation was received that the device was fully fired? ¿ firing knob pressed like plastic to plastic 7. What was the shape of the staples (b-formation, irregular, legs straight)?- as per dr stapling didn¿t happen 22. Could you please clarify how long was the delay (hours/minutes)?- hardly 10 min again as per dr 24. Could you please clarify if was any change in the post-operative care of the patient as a result of the event?- as per dr patient is normal device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there was no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.